Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported hospitalization due to low blood glucose. Customer stated that the low was not due to insulin pump or infusion set. The blood glucose reading at the time of the event was 24 mg/dl. Customer stated that he was using manual injections. Customer was going to have surgery. Customer stated that he was using too much insulin. The current blood glucose reading is 117 mg/dl. Nothing further reported.